Manufacturer narrative:
The events of seroma-late and capsular contracture, baker grade unknown are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture unknown baker grade.

Event description:
Patient reported right side recalled, experiencing some sharp pains down her arms, lump under her left armpit, some fluid that was detected 2 years ago, breast had gotten bigger, capsular contracture and hard, and swollen. Device remains implanted.